Event description:
User facility mandatory medwatch received which stated "failure perclose s/p cath. Pt developed hematoma/pseudoaneurysm. Had to have surgical repair of pseudoaneurysm." Upon further query with the customer, the following info was received. The arterial access site was confirmed in the common femoral artery. The physician attempted ateriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. It was reported that the physician could not advance the device to achieve adequate mark as only "some" bleed back through the marker lumen was observed. The physician decided to deploy the decided to deploy the device, however, hemostasis was not achieved. The devide and the sutures were removed and manual compression was applied. It was reported that a large "baseball" size hematoma developed. A femstop was placed and the pt was transferred to the post-catheterization area and then to the preoperative surgical area. The pt was taken to surgery. The surgon reported that the artery was "fine" and there was no arterial tear present. The pt remains hospitalized for coronary artery bypass surgery. It was reported that the pt is doing "fine". There are no reports of any further adverse pt sequelae.